Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "door latch error" was reproduced and confirmed through evaluation. Evaluation found the motor mount screws severed with one lodged in between the link and link screw preventing the door from opening and closing properly. The severed screw was removed and the door then performed as expected. The motor mount screws and motor were replaced.

Event description:
It was reported that a spectrum pump had a "door latch error." It was also reported that there was no patient injury.